Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). The device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A leak test identified a balloon pinhole located approximately at the distal markerband. The rated burst pressure for this device as per specification is 24 atmospheres. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device. No other issues were identified with the device and no patient complications were reported.

Event description:
Reportable based on device analysis completed on 29aug2024. It was reported the balloon did not inflate. The stenosed and occluded target lesion was located in the mildly tortuous and mildly calcified iliac artery. A 3.0 x 80, 135cm mustang balloon catheter was advanced for dilatation and reached the lesion. However, upon inflation. The balloon could not be inflated with a pressure pump. No visible pinhole noted on the balloon material. The procedure was completed with another of same device. There were no patient complications reported after the procedure. However, device analysis revealed of a balloon pinhole located approximately at the distal markerband.